Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the user alleged the insulin pump was under delivering insulin. The customer experienced high blood glucose of 350 mg/dl. Troubleshooting was done for under delivery. Customer mentioned that auto mode feature was activated at the time of reported event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.